Event description:
During an implant procedure, a loss of pacing was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of no pacing could not be confirmed. The pacemaker was received in normal working conditions with the battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis were performed and indicated normal device functionality. Visual examination indicated no anomalies. A device history review (DHR) was performed to ensure that manufacturing and inspection operations were performed, and the product passed all quality control tests prior to its distribution. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.